Manufacturer narrative:
H6: investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0260570 was satisfactory per internal procedures. Filling, and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for labeling. Retention samples from batch 0260570 (100 tubes) were available for inspection. No defects were observed in 100/100 retention samples. All 100/100 retention tubes had properly affixed labels. Missing and wrinkled labels are both labeling defects that can occur during the manufacturing process and are investigated in the same manner. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, affixed to the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 0260570 shows there wasn¿t a shortage of labels after the manufacturing process. Two photos were received to assist with the investigation: the first photo shows four tubes in a rack without any labels. No product information can be observed in this photo. The second photo shows four tubes placed on their side. All four tubes have no labels. No product information can be observed in the photo. Without product verification a photo alone cannot confirm a complaint. This complaint cannot be confirmed from the photos provided. Bd will continue to trend for labeling.

Event description:
It was reported when using the bd tube bactec mgit 7ml, the device experienced no label or missing label information. This event occurred seven times. The following information was provided by the initial reporter. The customer stated: customer found 7 tubes without any barcode labels.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube bactec mgit 7ml, the device experienced no label or missing label information. This event occurred seven times. The following information was provided by the initial reporter. The customer stated: customer found 7 tubes without any barcode labels.